Manufacturer narrative:
Patient identifier complete entry: (B)(6). All available patient information was included. Additional patient details are not available. Initial reporter name and address: phone complete entry: (B)(6). This issue was previously reported under MDR number 3005094123-2022-00258-00 under a different suspect device. An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated architect prolactin results on the architect i2000sr, serial number: (B)(4). Through an extensive investigation, the fsr found the valve, manifold kit (rohs), part number: 7-77612-03, for wash zones 1 and 2 failed the diagnostic check and replaced it, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed a falsely elevated architect prolactin results for one patient. The following data was provided: sample ID: (B)(6) initial prolactin result was 533.9, repeat was 669.99 miu/ml. There was no impact to patient management reported.